Event description:
It was reported that the bd precisionglide¿ needle came loose from the hub during use. The following information was provided by the initial reporter: "needle came loose during use".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the photo and review of manufacturing records. Analysis of the sample showed that the cannula of the device was detached from the needle hub. A review of the manufacturing records for this batch showed that there were a few products that had insufficient epoxy on the needle. During the review of the assembly process, it was determined that a leak in the air hose of the epoxy tank can result in irregular pressures, resulting in the incorrect flow of epoxy during application. Bd determined that the cause of the failure was associated to the manufacturing process. With improper pressure during epoxy application, the needle of the device can have insufficient epoxy applied, resulting in the detachment of the cannula from the needle hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle came loose from the hub during use. The following information was provided by the initial reporter: "needle came loose during use".